Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead had lead safety switch for high out of range shock impedances greater than 125 ohms. It was noted that the device was programmed to a single shock vector, and the plan was to increase the alert value to 150 ohms. The device system remains in-service, and there were no adverse patient effects were reported.